Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
When the asnis 4.0 was removed , the head was stripped. Therefore, the extractor was inserted into the asnis screw, but the extractor was broken to put torque. After that, the asnis and the tip of the extractor was left in the patient body.

Event description:
When the asnis 4.0 was removed, the head was stripped. Therefore, the extractor was inserted into the asnis screw, but the extractor was broken to put torque. After that, the asnis and the tip of the extractor was left in the patient body.

Manufacturer narrative:
The reported event that extractor asnis iii for screws: ø4.0mm ao fitting was alleged of issue (breakage during surgery) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. Visual inspection of the returned device confirmed that the tip of the extractor was broken. The broken piece was not returned. Based on the visual inspection of fractured surface it can be concluded that the product has undergone typical fracture of torsional overloading. Dimensional inspection was not carried out, however, DHR was reviewed and during manufacturing, functionality test and dimensional inspection were done according to specifications and all devices met the specifications. Thus, based on the investigation, the most likely root cause is attributable to a user (us) related issue. The breakage was caused by applying excessive force. As already stated in implant extraction set (optech), assemble the selected conical extractor (male) with the teardrop-handle and turn it counter-clockwise while applying pressure in line with the screw axis, extracting the screw at the same time. If the screw does not come completely out, the forceps can be used to complete the extraction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.